Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that unit does not reach the operating temperature of 41.7°c (it only reached a maximum of 37.2°c) after 30 minutes, despite adjustment. The event occurred during immediately on use. The event happened in the hospital, operated by a health professional. This was not reported to FDA. The event did not impact patient care. There was no reported patient involvement.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.